Event description:
Pt came into ER to have infusaport flushed. A huber plus safety infusion set by new medical was used for this procedure. The nurse noticed foreign bodies in the tubing of the infusion set. Nurse believes she had pulled back on the flush syringe to get a return. Rptr is not sure if the foreign matter came from the infusion set or the heparin flush. Rptr has kept both products for examination if necessary. The matter in the tubing looks like rubber. There are 2 objects that they can see. It was noticed before being flushed through to the pt.